Manufacturer narrative:
This supplemental report is being submitted to provide review of the device history records (DHR). The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the reported issue was not identified. Probable cause likely due to excessive force was applied to the front panel/top cover of the unit. Probable cause likely due to excessive force was applied to the power switch. Probable cause likely due to excessive force was applied to comp output connectors. As stated on the IFU (instruction for use) and as a preventive measure, the user manual states : do not apply excessive force to the video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur. Properly and securely connect all cables. If the cable connector has connection screws, tighten up the screws. Otherwise, equipment damage or malfunction can result. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
Device was received for evaluation. Evaluation determined that the device front panel was broken. The main switch was found damaged. A damaged connector board was also found. The identified parts were replaced and software version was upgraded. Once completed, the device was tested, electrical safety test performed and the device passed all specifications.

Event description:
It was reported that during preparation for use, the cv-190 device lightsource was dropped and was broken. There was no patient involvement on the event , no user harm or injury reported due to the event.